Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated the asymptomatic patient presented remotely. No programming changes were completed. There were no patient consequences.

Event description:
It was reported the right ventricular lead had a noise problem. No further information was known about this event.